Event description:
The customer reported an unknown amount of clear fluid spilled onto the input transport area of the unicel dxh 800 coulter cellular analysis system. The customer indicated that the leak was not contained within the instrument and the instrument was not generating differential results at the time of the event. The operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a leak from a loose quick disconnect from the sheath tank. The fse tightened the connection and adjusted the latron to the mean to resolve the leak and the no differential results. The fse verified the repair as per established procedures and results met published specifications. (B)(4).